Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's non boston scientific right ventricular (rv) lead exhibited high out-of-range shocking impedances during a recent interrogation. However, when the clinician looked in the logbook, no oor measurements were seen. Boston scientific technical services (ts) stated that since there is a measurement every 21 hours, it might still not be present if it was recent, or it was averaged with an in range measurement. The lead remains implanted. To date, no adverse patient effects have been reported.